Manufacturer narrative:
The additional indeflator devices referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 80% stenosed left anterior descending (lad) coronary artery. It was attempted to bring the pressure up to 30 atmospheres (atm); however, the indeflator would not go past 25 atm. A new device was attempted, and it had the same issue. Three more devices also had the same issue. The last device was used although it could not get up to the high pressure desired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat the 80% stenosed left anterior descending (lad) coronary artery. It was attempted to bring the pressure up to 30 atmospheres (atm); however, the indeflator would not go past 25 atm. A new device was attempted, and it had the same issue. Three more devices also had the same issue. The last device was used although it could not get up to the high pressure desired. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported the devices instantly lost pressure. No additional information was provided.